Manufacturer narrative:
Add'l info: lot # el26008, exp. Date: 11/30/2011, mfg. Date: 12/2008. Method - devices not returned, follow up with company rep.

Event description:
It was reported a physician performed a kyphoplasty procedure. "The cement was taking 20-30 minutes to hardened and get to the doughy state before injecting into the patient. The "patient is fine and no complications were reported." No additional information was reported.